Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported there was lead vegetation. The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.